Manufacturer narrative:
Correction to d9 of the initial medwatch. The information was inadvertently selected as no and should reflect yes. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: we presume from the following investigation results that abnormality occurred in image sensor unit and circuit board in scope connector. Subsequently, the suggested event possibly occurred. Since broken plug unit was confirmed, we presume that irregular stress was applied to the circuit board, which led to abnormality. However, we could not specify the cause of the event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope was displaying an unspecified error code during preparation for use. There was no reported patient injury or medical intervention associated with this event.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.